Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 188 mg/dl. The customer stated that the alarm occurred when changing the infusion set. The customer was able to clear the alarm and received the alarm again while priming. While troubleshooting, the customer stated the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer declined a replacement insulin pump. The customer agreed to return a product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.